Manufacturer narrative:
Added h6 (b) types of investigation 3331, 4121, 4110, and 3300; (c) investigation findings 213 no device problem found; and (d) investigation conclusion 67 no problem detected.

Manufacturer narrative:
It was reported that they received dull beaver blades. No medical intervention, serious injury, or follow-up care has been reported.

Event description:
Dull blade.